Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claimant alleges had issues with scooter on (B)(6) and reported to dealer superior mobility they never responded, then finally made an appointment to meet with her on (B)(6) 2014. On (B)(6) her scooter had full charge from night before. On her way home at 12:00 p.m. She was traveling slowly up a standard handicap ramp when suddenly the chair motor jerked and cut off. The chair flipped and fell on top of her. The chair battery also popped out with the fall. If the power had not cut off, she would have been able to go up the ramp. The fall resulted in injuries.

Manufacturer narrative:
An inspection was held of the device. The inspection found the device to be working properly.

Event description:
Claimant alleges had issues with scooter on june (B)(6) and reported to dealer superior mobility they never responded, then finally made an appointment to meet with her on (B)(6) 2014. On (B)(6) her scooter had full charge from night before. On her way home at 12:00 p.m. She was traveling slowly up a standard handicap ramp when suddenly the chair motor jerked and cut off. The chair flipped and fell on top of her. The chair battery also popped out with the fall. If the power had not cut off, she would have been able to go up the ramp. The fall resulted in injuries.